Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak on the housing of the filter was observed. Visual inspection identified the filter was cracked. The reported condition of leak was verified. The cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex st150 set, a leak from the filter was observed. There was no patient involvement. No additional information is available.